Event description:
It was reported that the tip of the dilator was rough.

Manufacturer narrative:
Customer report was confirmed. The dilator and cannula were returned. The tip of the dilator appears to have a damage. Other damage was not observed.